Event description:
A hospital in (B)(4) reported that a carefusion airlife circuit rt4851-18 used with an mr850 humidifier had a lot of condensation in the tubing and that the excessive condensation travelled towards the ventilator tubing as well as the patient's lungs. The hospital further reported that the patient's heart rate dropped into the 50's and saturation dropped. The level to which the saturation dropped was not given. They stated that the suction cap on the circuit was malfunctioning so suction could not occur until the patient was taken off the ventilator. Subsequent information received from the hospital confirmed that the patient's airway temperature was read to be at 37 degrees c. Ventilation was discontinued until the lungs were successfully suctioned and the excess water removed. The hospital also stated that in order to solve the condensation problem, they were switching from the airlife circuit to a fisher & paykel healthcare evaqua circuit. Following this, no further incident occurred and we were informed that the patient has recovered.

Manufacturer narrative:
Method: the mr850 humidifier used in the reported incident was not returned for evaluation and the hospital continues to use it. Our analysis is accordingly based on the description of events and our knowledge of the product. The airlife circuit is not manufactured by fisher & paykel healthcare and as such was not available for evaluation. Results: no lot check could be performed as no lot number was provided for the humidifier. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. Condensation in the breathing circuit can be caused by a number of setup and environmental factors. Cold air sources such as fans, open windows and air conditioning can cause warm humidity in the tube to condense. The hospital has informed us that the infant was in a radiant warmer and this could have been a contributing factor, especially if an unheated extension had been used on the breathing circuit. The fact that the problem disappeared after the circuit was replaced with a different type of circuit indicates that this was possibly a setup issue. In an effort to determine how the condensate was able to enter the patient's lungs, we asked the hospital if the humidifier was positioned lower than the patient and the hospital has confirmed that it was indeed below the patient. However, when questioned regarding whether the humidifier or circuit was accidentally lifted above the position of the patient, the hospital stated that they were not sure and that they were also not sure if the circuit was on an angel frame. Based on the information provided by the hospital it is likely that the excessive condensation was due to incorrect setup, with environmental factors, setup issues, incorrect circuit use and condensation management all possible contributing factors. Device still in use at hospital.